Manufacturer narrative:
E1 : (B)(6) hospital. E1 :(B)(6). Province, postal code (hospital): (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: adapter chuck is damaged and slightly loose. Based on the results of the investigation, a definitive root cause could not be determined. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device cable was broken. The issue was identified during preparation for use for a diagnostic hysteroscopy procedure. There were no reports of patient harm.